Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and needed assistance to change the reservoir. Blood glucose level at the time of the incident was 445 mg/dl. Blood glucose at the time of the call was 271 mg/dl. Customer was assisted in rewind/load reservoir successfully and delivered bolus accordingly. It was not noted if the auto mode feature was active at the time of the high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.